Manufacturer narrative:
External insulation abrasion breaching the outer insulation and exposing the outer coil was noted at 35.7-36.1 cm from the distal tip consistent with lead friction to the device can. This is consistent with the observation from the field of noise.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the noise resulting in episodes of high voltage rate on the right ventricular lead. The rv lead was explanted and replaced. There were no consequences to the patient.